Manufacturer narrative:
G4:08dec2020, b4:09dec2020, d4: UDI#: (B)(4). Following the evaluation of the device, the fse replaced the turbine. This action was reported to have repaired the device from emitting noise. No other anomalies were reported. The device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. There was no delay to patient treatment as the facility had another breathing machine available and the unit was never on a patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported a ventilator with a noise emitting from the ventilator. There was no patient involvement.